Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations was performed. Two partial compound circumferential breaks were noted from the distal end of the cath-lock. The edges of the compound breaks on the catheter were noted to be uneven and the surface appeared to be round and smooth in one region and granular in the other. Therefore, the investigation is unconfirmed for the reported material integrity issue as the specific damage such as fracture was identified during the investigation. The investigation is also confirmed for the identified material wear and deformation issue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six years seven months and seventeen days post port placement procedure, the x-ray examination revealed that the catheter was damaged near the subcutaneous tunnel upon removal and there was no leakage of medicine because only routine port flushing has been performed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that six years seven months and seventeen days post port placement procedure, the x-ray examination revealed that the catheter was damaged near the subcutaneous tunnel and there was no leakage of medicine because only routine port flushing has been performed. It was further reported that port system was removed. There was no reported patient injury.